Event description:
In 2002 the end-user called medtronic minimed, USA and stated that when theend-user called medtronic minimed, USA and stated that when the end-user was priming the infusion set, the set was leaking. In may 2002 maersk medical a/s received the complaint and 1 used tubing.